Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The material was characterized as a black rubber material with translucent synthetic fibers. The material could not be identified. The customer's originally reported issue of a clogged channel was also confirmed. The following additional findings were also noted: bending section cover glues separated, distal end insulation out of specification, light guide lens cracked, bending angulations out of specification, and keytop 1 rubber incised. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their evis exera ii gastrointestinal videoscope could not be reprocessed in the disinfector as expected due to the device¿s channel being clogged. Upon inspection and testing of the returned device, foreign material was found in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a black rubber-like foreign matter and transparent fibrous foreign matter, however, could not otherwise be identified. The root cause of the issue could not be determined, as no damage was observed that might contribute to the retention of foreign matter and the customer performed reprocessing according to french standards and IFU. Olympus will continue to monitor field performance for this device.